Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator. The patient reported that the procedure had changed because of a problem with the implantable neurostimulator (ins) twisting around the lead happening with several patients; they used too much lead. No further complications were reported or were expected.